Event description:
Reportedly, the patient had a cardiorespiratory arrest at home and received four external shocks. Then it was admitted to the hospital in emergency. The patient had then a ventricular tachycardia reduced by two external shocks but a new cardiorespiratory arrest occured . The patient died. The subject pacemaker that could not interrogated was explanted and will be returned for analysis.

Event description:
Reportedly, the patient had a cardiorespiratory arrest at home and received four external shocks. Then it was admitted to the hospital in emergency. The patient had then a ventricular tachycardia reduced by two external shocks but a new cardiorespiratory arrest occured . The patient died. The subject pacemaker that could not interrogated was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it was damaged by external shocks.

Event description:
Reportedly, the patient had a cardiorespiratory arrest at home and received four external shocks. Then it was admitted to the hospital in emergency. The patient had then a ventricular tachycardia reduced by two external shocks but a new cardiorespiratory arrest occured . The patient died. The subject pacemaker that could not interrogated was explanted and will be returned for analysis.